Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 387s-40, lot# va0cl8j, product type: lead. Product ID: 3387s-40, lot# va0cl8j, product type: lead. Product ID: 3708660, serial# (B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# va0cl8j, product type: lead. Product ID: 3387s-40, lot# va0cl8j, product type: lead. (B)(4)

Event description:
A consumer reported the patient had deep brain stimulation (dbs) side effects of loss of balance, speech impairment, loss of cognitive function, muddy focus, inability to connect ideas, and memory loss. The patient felt a stinging sensation around the implantable neurostimulator (ins) and around their heart while recharging for 5-10 minutes a day. The sensation was an annoyance such as ringing in the ears and the patient was able to tune it out. The patient had tenderness and soreness in their head where the leads were implanted and they had discomfort when pressure was placed on the wires. When the ins was turned on and off, the patient felt a surge. When the patient was on settings, they felt heavier and slower in their upper extremities as well as feeling diminished cognitive processing. No steps were taken to resolve the side effects beside periodic adjustments with the patient programmer. The side effects had not been resolved at the time of this report.